Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital for peritonitis in (B)(6) 2023. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with complaints of abdominal pain. Pd effluent cultures were obtained. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) cefazolin 1g daily (duration unknown). The cultures were positive for staphylococcus aureus. The patient was discharged home on (B)(6) 2023 and continued the antibiotic therapy. The cause of the peritonitis was not documented.